Manufacturer narrative:
The insulin pump had an intermittent button response due to a flattened (creased) up button dome switch. There were no unexpected numbers ramping/scrolling during testing. The pump had a minor scratched lcd window, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip, and a shifted end cap sticker.

Event description:
The customer reported via phone call that she had a keypad anomaly on the insulin pump. Customer stated that the keys were unresponsive and she could not give herself a bolus. Customer's blood glucose was 270 mg/dl at the time of the incident. Customer has been in touch with her health care professional for a back-up plan. Customer was programming a bolus and when she puts in her carbs, the numbers keep scrolling. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.